Manufacturer narrative:
Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. This file was created in response to a pmcf study. It encompasses 08 x cases abnormal use - placement in esophago-jejunostomy following gastrectomy to seal anastomotic leaks post-gastrectomy and related gastrointestinal ae's. As this pmcf study was conducted at 03 different sites ¿ germany, spain and the UK, this complaint captures the possibility that these migrations occurred in germany. Please see the related complaints object for all other complaints related to (B)(4). Device evaluation: the 08 x evolution esophageal stent system - fc-v2 devices of unknown catalog number and unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: instructions for use (ifu0067) which accompanies the device, states: this device is used to maintain luminal patency of the esophagus in cases of: obstruction caused by intrinsic or extrinsic malignances, refractory benign strictures or to seal tracheoesophageal fistulas. There is evidence to suggest that the customer did not follow the instructions for use/product label. It is known that the devices were placed in an esophago-jejunostomy (following gastrectomy) to seal anastomotic leaks post-gastrectomy. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of abnormal use was determined. It is known that the devices were placed in an esophago-jejunostomy (following gastrectomy) to seal anastomotic leaks post-gastrectomy. As previously mentioned ifu0067 states that the intended use of this device is to maintain luminal patency of the esophagus in cases of: obstruction caused by intrinsic or extrinsic malignances, refractory benign strictures or to seal tracheoesophageal fistulas. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. Medical advisor input stated that the gastrointestinal adverse events experienced, were related to the abnormal use of the devices. Medical advisor input also stated that the patients would have required intervention/additional procedures as a result. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: this file was created in response to a pmcf study encompassing 08 x cases abnormal use - placement in esophago-jejunostomy following gastrectomy to seal anastomotic leaks post-gastrectomy and related gastrointestinal ae's. As this pmcf study was conducted at 03 different sites ¿ germany, spain and the UK, this complaint captures the possibility that these migrations occurred in germany. Confirmed quantity of 08 x used devices. As per medical advisor the patients would have likely required intervention/additional procedures as a result of these adverse events. A definitive root cause of abnormal use was determined. It is known that the devices were placed in an esophago-jejunostomy (following gastrectomy) to seal anastomotic leaks post-gastrectomy.

Event description:
A supplemental report is being submitted due to completion of the investigation on 7 oct 2025.

Event description:
Off label gastrointestinal aes. Esophageal ulceration 3.0% (1/33) [1]. A new distal fistula is detected and the stent is repositioned to cover it 3.0% (1/33) [1]. Bowel obstruction 3.0% (1/33) [1]. Cavity secondary to abscess at anastomosis 3.0% (1/33) [1]. Duodenal fistula 3.0% (1/33) [1]. Obstructed prosthesis 3.0% (1/33) [1]. Small ulceration at the distal end of the stent 3.0% (1/33) [1]. Subphrenic abscessa 3.0% (1/33) [1]. Total obstruction approximately 9 cm distal to the stent 3.0% (1/33) [1].

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.